Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation and crease flat. Leak test and microscopic analysis was performed which identified: delamination and opening. A microscopic analysis was performed which identify two striated opening on radius side, consist in the use of some surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. A striated edge opening on posterior due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation and "extreme rippling". Device remains implanted.